Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted anterior. Upon inserting the steerable guide catheter (sgc) across the septum, a pericardial effusion was observed. The patient experienced tamponade symptoms due to the pericardial effusion. Therefore, the sgc was removed and pericardiocentesis was performed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the cause of the pericardial effusion resulting in cardiac tamponade cannot be determined. Pericardial effusion and cardiac tamponade are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.